Manufacturer narrative:
(B)(4). Concomitant medical product: not zimmer biomet devices (amplitude): dual mobility cup saturne ii size 52 uncemented, reference 10111352, lot number: 276758. Inlay saturne size 52/28 , reference 10103752, lot number: 273360. Zimmer biomet devices: cocr head medium 28, reference p0206m28, lot number: j6236335. Report source, foreign - event occurred in (B)(6). Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the patient underwent a surgery to implant a total hip prosthesis due to a femoral neck fracture on (B)(6) 2018: dual mobility cup saturne ii (amplitude), inlay saturne (amplitude), modular head cocr (zimmer biomet) and exception standard stem (zimmer biomet) were implanted. The patient suffered from several dislocations required to be reduced under general anesthesia : on (B)(6) 2019, handled in (B)(4), on (B)(6) 2019, handled in the current report, on (B)(6) 2019, handled in (B)(4). On (B)(6) 2019, the patient had a luxation which led to the revision of the head and the cup, handled in (B)(4).

Event description:
It was reported that the patient underwent a surgery to implant a right total hip prosthesis due to a femoral neck fracture on (B)(6) 2018 : dual mobility cup saturne ii (amplitude), inlay saturne (amplitude), modular head cocr (zimmer biomet) and exception standard stem (zimmer biomet) were implanted. The patient suffered from several dislocations required to be reduced under general anesthesia : on (B)(6) 2019, handled in (B)(4), on (B)(6) 2019, handled in the current complaint, on (B)(6) 2019, handled in (B)(4). On (B)(6) 2019, the patient had a luxation which led to the revision of the head and the cup, handled in (B)(4). The patient has diabetes type 2 (dnid), cholesterol, dystyroïdie, parkinson disease and hypertension (hta). No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: concomitant medical product: chrome cobalt head modular neck 28 standard 12/14, reference: (B)(4), batch: j6236335 (investigated in the current complaint). Not zimmer biomet devices (amplitude): dual mobility cup saturne ii size 52 uncemented, reference: (B)(4), lot number: 276758. Inlay saturne size 52/28 , reference: (B)(4), lot number: 273360. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, x-rays and medical record have been received. X-rays review by zimmer biomet valence research and development concluded that the position of the exception stem in the femur looked conform; however the medical record indicates that the patient suffered from a luxation. The reported event is confirmed. The review of the device manufacturing quality record indicates that 8 products exception stem 12/14, reference: (B)(4), batch: 0001210023 were manufactured on 18th april 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint (medical: dislocation or medical: luxation). 4 similar complaints (including the current complaint) on the issue has been recorded for exception stem 12/14, reference: (B)(4), batch: 0001210023 within one year. The instructions for use of the exception stem review shows that only zimmer biomet products are compatible with this device. According to available data, the potential root cause could be an incompatibility of the zimmer biomet devices with the amplitude devices. Investigation results concluded that the reported event was likely due to an handling error. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions and asking customer to refer to instructions for use if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.